Event description:
Per the clinic, the patient experienced poor sound quality with device use and a decrease in benefit. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed june 2, 2016.